Manufacturer narrative:
The pump alarmed motor error during basic occlusion test due to faulty force sensor system alarm. The motor was tested outside the device and passed. The pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer received motor error alarms on their insulin pump. The customer's blood glucose level was reported to be 600mg/dl. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.